Event description:
It was reported that the patient received inappropriate shocks during cranial surgery due to electrocautery due to electromagnetic interference (emi) noise being sensed on the implantable cardioverter defibrillator (ICD) device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).